Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on may 03, 2018.

Event description:
Per the clinic, the patient experienced skin flap breakdown at implant site resulting in necrosis. Re-implantation is planned but has not taken place as of the date of this report.